Event description:
Information received indicated the implantable neurostimulator was implanted after the use by date. No further information was reported. Refer to manufacturer reports (B)(4) and (B)(4) for other issues associated with the device captured on this report.

Manufacturer narrative:
(B)(4).